Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting the left gastric artery during a laparoscopic total gastrectomy, the surgeon was able to squeeze the handle and press the green button but the stapler was unable to fire. Also, it could not be unloaded after firing. They changed with new handle and reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the surgeon was able to squeeze the handle and press the green button but the stapler was unable to fire. Also, it could not be unloaded after firing. They changed with new handle and reload to complete the case. There was no patient injury.